Event description:
(B)(4). Severe pain in stomach top and bottom, severe weight loss and continues, loss of appetite, pain in all joints, pain in muscles, nausea all the time, eye vision after lasik is worsening. Dizzy, faint, heart skipping beats, fatty liver, heartburn daily, fatigue, headaches, insomnia, panic attack and emotional distress. I have been sick and in pain 6 months after dr putting this in. Sensitive teeth, no energy, my menstrual cycle is extremely painful and pain with sex. Loss of memory and sense of self.